Event description:
It was reported that this lead was explanted due to unknown reasons. It was noted the helix was bent when attempting to reposition. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h6: device codes.

Event description:
It was reported that this lead was explanted due to unknown reasons. It was noted the helix was bent when attempting to reposition. This lead was successfully replaced. No additional adverse patient effects were reported.